Event description:
It was reported that when an asymptomatic patient presented in clinic after receiving a vibratory alert, the device exhibited episodes of non-sustained lead noise due to myopotential oversensing. The device was reprogrammed. At a later follow up noise continued to be seen when the patient coughed. Additional programming changes were made and the device remains implanted. The patient will be monitored with routine follow up.